Manufacturer narrative:
The unit was received from the field for eval. (B)(4) - slightly bent connector pin. Could not duplicate malfunction. (B)(4). The hand piece could not be tested with the facility's console because it was disposed of after eval. The complaint unit evaluator is new to the position and was reminded to keep all hand pieces where the malfunction could not be duplicated, to test on the facility's console. Although this cause cannot be verified, a common cause for the "check hand piece" failure has been determined to be from incorrectly connecting the hand piece to the console. Per the tx operator's manual, failure to align the arrow on the tx microtip connector with the red dot on the console receptacle may damage the connector pins. The DHR for microtip lot 16513-04 was reviewed and showed that the units met mfg specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
After priming "check hand piece" error message displayed on console screen, connections were checked, no signal when foot pedal depressed.